Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation. B3 date of event: approximated.

Event description:
It was reported that the tip of the fiber broke off. The procedure was successfully performed by using a new fiber. There were no patient complications reported.